Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that an instrument on universal surgical manipulator (usm3) could not be recognized. Tse guided the user to swap the instrument to another usm, and the instrument was recognized. Then, tse instructed the user to reseat the sterile adapter (sa), but the issue persisted. A power cycle of the system was also attempted, but the issue remained unresolved. The user disabled usm3 and continued the procedure using the remaining three arms. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse installed the instrument and was prompted, ¿instrument engagement failed, remove and reinstall¿ popped up. The universal surgical manipulator (usm3) led turned yellow. Fse suspected that usm3 was defective and replaced it. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This usm was returned for failure analysis, and the reported instrument cannot recognize was confirmed and replicated. In artemis, no related errors were log. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where carriage switches test fails on rfid, replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to instrument recognition failure pertaining to the axes controller, carriage rfid (accr) printed circuit assembly (pca) of the usm.